Event description:
Healthcare professional (hcp) reported that approximately two weeks ago, a pt experienced chest tightness, anxiety, shortness of breath, and periorbital swelling while being dialyzed on a psn 210 dialyzer. It was reported that the incident occurred three to four minutes after the start of treatment. Treatment was stopped and blood was returned to the pt. The pt was administered oxygen (route and dose unknown) with relief. It was reported that treatment was resumed on a second psn 210 dialyzer and treatment completed without further incident.